Manufacturer narrative:
Event date is an approximate.

Event description:
It was reported that the patient has experienced two previous artificial urinary sphincter (aus) surgeries. In the most recent surgery, the patient went to an office consultation due to recurring incontinence and it was determined that the device was not working. The patient is evaluating treatment options. No further information has been provided to date.

Manufacturer narrative:
B3 event date is an approximate.

Event description:
It was reported the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An in-clinic evaluation determined that the device was not working. The device was explanted and a new aus was placed. There were no additional patient complications reported.